Event description:
It was reported that the writing on pilot balloon rubbed off, unable to see size or cuff pressure. The event discovered while the tracheostomy tube was still in-situ (patient was transferred to the ward from ICU and issue was noted when admitted to the trache team). There was patient involvement but no injury/harm.

Manufacturer narrative:
Two used decontaminated samples were returned for investigation without the original packaging. The complaint was confirmed during visual inspection. During manufacturing each pilot balloon is one-hundred percent visual checked as per work instruction. Ensure ¿soft seal¿ is present on pilot balloon and the cuff-resting diameter is correct. Detection mechanism is in place, and it is improbable that the part with the writing rubbed off would pass through this inspection. It is most improbable that the failure was caused by the customer due to use or cleaning (e.g. Excessive force during cleaning, aggressive cleaner). No trend of confirmed complaints in relation to this issue was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.